Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump received insulin flow block alarm and experienced low blood glucose levels of 2.8 mmol/l and occlusion on the mio sets. The customer reported that they treated with insulin pump. Troubleshooting was performed. Customer reports event was resolved by changing complete infusion set and reservoir. The customer reported that the insulin pump did not alarm. There was no indication that the insulin pump over delivered insulin. The infusion set is expected to return for analysis. Insulin pump is not expected to return for analysis.